Event description:
After receiving two guiding catheters, prior to opening or utilizing for procedures, the account noticed that the both catheters were expired. Neither product was utilized for any procedure.